Event description:
Revision surgery - due to the subsidence of the femoral stem.

Manufacturer narrative:
The reason for this revision surgery was subsidence of the femoral stem. The length of in vivo service was 2.1 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed 1 non-conforming material reports (ncmr) associated with this product. Nmcr no.(B)(4); parts were over-sprayed over the stem. The parts were reworked and approved for use. This is the first complaint against this part and lot number. This event is deemed to be non-product related. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause or reason of the stem subsidence. The scope of this investigation is limited without having the parts available to (B)(4) for evaluation. Other conditions relating to this event could not be determined with confidence. Factors that may contribute to stem subsidence that are not associated with the implants are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness